Manufacturer narrative:
Corrected data; b5: the reporter indicated that 13.2mm vticmo 13.2 implantable collamer lens of diopter -18.0/1.5/075 (sphere/cylinder/axis) tore/broke during loading on (B)(6) 2023. The lens was not implanted. A replacement lens of the same model/length was implanted into the left eye (os) and the problem was resolved. Reportedly "I am afraid we managed to take a bite out of one of the icls with the loading forceps last week". The cause of the event is unknown. Claim#: (B)(4).

Event description:
The reporter indicated a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+1.5/075 (sphere/cylinder/axis), tore during loading and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Patient info: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).